Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The blood glucose value at the time of admission was high. The customer was admitted and spent a week being hydrated with potassium drips to keep blood glucose in control. The customer was not wearing the pump at the time of the hospitalization, however the pump had been off less than 48 hours. The customers current blood glucose level was 115 mg/dl. The insulin pump will not be returned for analysis.